Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50 serial: (B)(4), batch: 7071766 and 7071987.

Event description:
It was reported that the patient developed an infection at the ipg site. The patient was hospitalized, given antibiotics and underwent daily dressing changes. The infection was assessed as being related to the patients healing complications and not to the device. The patient is doing well. Cultures were taken but the results are unknown. The devices remain implanted.